Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia tep procedure, the device¿s balloon physically broke, wherein the dissector balloon fell apart in the extra-peritoneal space. In order to resolve the issue, the surgeon used a new one. Patient outcome and current status is unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal, lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing, the hole was covered, the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia tep procedure, the device¿s balloon physically broke, wherein the dissector balloon fell apart in the extra-peritoneal space. In order to resolve the issue, the surgeon used a new one. There was no patient injury.